Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual, movement disorders, and dystonia. It was reported that the patient's symptoms were taking longer / are slower to respond to a change of programming than before. The consumer confirmed that the patient programmer displayed a successful programming change screen. It was also stated that the patient is taking antidepressants as the patient's 4 programs are not helping with the patient's tremor; the tremor has became worse as there was a loss of therapeutic effect. The consumer also reported that they are having more difficulty keeping the implantable neurostimulator (ins) battery charged as they were charging more frequently; the ins needs to be charged everyday as it drops from a full charge to 25% over night. The reported issues began occurring about 2-3 months ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.